Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturing representative who noted that the battery was replaced on (B)(6) 2015. The patient's sudden return of symptoms had resolved when the battery was replaced. The eos was normal battery depletion. The patient had been seen a couple of times by the managing healthcare professional. The patient was doing much better.

Manufacturer narrative:
Concomitant medical products: product ID: 748266, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0519702v, implanted: (B)(6) 2005, product type: lead. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4)

Event description:
It was reported the implantable neurostimulator (ins) reached end of service (eos) and the patient had a sudden return of symptoms. The eos message was seen when the manufacturing representative met with the patient on (B)(6) 2015. The manufacturing representative met with the patient on the day of this report to prepare for a change out and a power on reset (por) message was displayed and the patient was not able to re-enter the serial number. The patient was being scheduled for an ins replacement. No outcome was reported regarding this event. If additional information is received, the event will be updated.